Manufacturer narrative:
Additional information l d.10 device available for eval yes, returned to manufacturer on: 2020-02-18 h.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for decapping with the incident lot was observed. Evaluation/testing of the customer samples was performed and decapping was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing 30 occurrences of difficult stopper removal during use. The following has been provided by the initial reporter: the instrument does not manage to decap caps from tubes it is not possible for the instrument to move caps from tubes, the cap seems crooked on the tube this event blocks the instrument and give delay to the result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing 30 occurrences of difficult stopper removal during use. The following has been provided by the initial reporter: the instrument does not manage to decap caps from tubes. It is not possible for the instrument to move caps from tubes, the cap seems crooked on the tube. This event blocks the instrument and give delay to the result.